Event description:
Philips received a complaint by the customer on the v60 indicating that there is a check vent alarm proximal pressure sensor autozero failed error message displayed. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. After reviewing the event log, no other check vent or vent inop codes were logged. The rse instructed the customer per the service manual of the suggested repair for the proximal pressure sensor autozero failed error. Verified pin alignment from the solenoids to the data acquisition (da) board were good. Discussed and provided the replacement of solenoids 3/4 with parts ID for the solenoid valve, v60. The customer replaced both 3&4 solenoid valve, v60 to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time